Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "tinnitus" is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected twice with one syringe of juvéderm® voluma¿ xc for the midface and temple on two seperate treatment. The total volume in the temples was about 0.2cc each side. The patient had two treatments, two months apart. After the first filler the patient experienced tinnitus, but did not think it was related, so the hcp prescribed the patient for two months with steroids for tinnitus. After the 2nd filler treatment, the patient had experienced again another onset of tinnitus. The patient asked their ear, nose, and throat (ent) specialist if it was possible that tinnitus was due to the filler injections. The ent thought that the injection and subsequent inflammation may have caused the tinnitus due to filler but was unsure. The ent was reluctant to blame it on the filler. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, second injection of juvéderm® voluma¿ xc.

Event description:
Additionally, the healthcare professional reported that the patient was injected with 0.4 in the temples, and 0.6 cheeks using juvéderm® voluma¿ xc the symptoms were at the rt. Ear tinnitus/ ear fullness, not at the injection site. The ent also found hearing loss on hearing test. The patient was treated with prednisone by mouth with mild improvement. The hcp noted that the patient has been experiencing elevated inflammatory markers in their bloodwork, and some g.I. Symptoms since the start of the year. The patient was also diagnosed with non-device related crohn¿s disease three months after initial injection and is currently on a 2-month course of budesonide with their gi doctor.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a5, a6, b3, b5, b6, b7, c1, c3, d1, d4, d6a, h4, h6, h8, h10. A review of the device history record has been completed. No deviations or non-conformances noted.